Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer was made aware. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient underwent an explant procedure due to an infection. No further information has been obtained despite good faith efforts.